Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom and the customer's report was observed but not confirmed. The device was put through extensive testing. The dock connector and the system to dock flex cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified any increase in trend.